Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose level of 400 mg/dl. The customer's parent stated that their healthcare professional changed the infusion set and advised to have the insulin pump replaced. The customer's parent has reverted to an old insulin pump. Customer's parent reported that the high blood glucose levels persisted even after multiple set changes, no alarms, and no bent cannulas. Customer's parent declined to troubleshoot for high readings. The product will be returned for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.